Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) advised the customer to power off the station for 5 minutes and then turn it back on. The fse then confirmed that the customer was able to log in successfully, resolving the issue. The system functioned as intended after the field service engineer assisted with the issues of the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, biometric identifier was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.